Event description:
The physician attempted arteriotomy closure using the starclose device after a diagnostic catheterization. Hemostasis was achieved with the device; however, "twenty-four (24) hour ooze" was reported. A femoral angiogram was performed which confirmed the puncture site to be in the common femoral artery (cfa): vessel size was greater than five (5) mm with no calification reported. No procedural anticoagulants were reported, no problems were reported during the insertion, deployment, or withdrawal of the device. There was extra "hold time of five to ten minutes of compression and sandbags over the twenty-four hour capillary ooze" time. The patient remained in the hospital overnight and given a lidocaine and epinephrine injection at 5 p.m. Which "ended that tract ooze." The patient is reported to be fine. Although requested, no additional information was provided.